Manufacturer narrative:
Zimvie complaint number (B)(4). B3: date of event unknown / not provided. D1: brand name unknown / not provided. D4: catalog and lot number unknown / not provided . E1: last/given name unknown/not provided. G4: PMA/510(k) number not available. Product has been received by zimvie and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
During product evaluation, a fractured abutment screw was identified inside of the implant at tooth site #30. The customer confirmed that the abutment screw fractured prior to implant removal.